Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer's insulin was initially suspended due to the altitude alarm, but after technical support instructed them to clean the speaker holes and reconnect the cartridge, the insulin was resumed successfully. The alarm did not recur, and the pump returned to normal operation. Technical support also provided the customer with tips on preventing future altitude alarms.